Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instruction for use (IFU) states "adverse events that may occur and/or require intervention include, but are not limited to component migration."

Event description:
On (B)(6) 2016, the following patient underwent an endovascular treatment using gore® excluder® aaa endoprostheses. It is reported that the patient tolerated the procedure. On an unknown date, it was reported that a proximal device migration of 5mm was observed. Reportedly no proximal type I endoleak was identified. On (B)(6) 2019, the patient had a re-intervention to treat the migration. An aortic extender was implanted in the proximal neck. It is reported that the patient tolerated the procedure.